Event description:
The customer reported the device has a broken display. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the device has a broken display. There was no reported pt involvement. A philips fse evaluated the device and confirmed the complaint. The field service engineer determined that the up and down arrow buttons had failed. The display assembly was replaced to resolve the problem. We will consider this a malfunction of the display.